Event description:
The patient was hospitalized in 2007 with a blood glucose value of 1500 mg/dl at the time of admission. She was in the hospital for six days. She stated that she was visiting a patient on event day, and that patient's friend, who was "very sick" and had "pink eye" conjunctivitis, met with her. She did not have her blood glucose meter with her and she was estimating he insulin bolus amounts when eating carbohydrates. She stated that she was admitted after throwing up. She was placed on an insulin IV and her routine medications including paxil and plavix were discontinued. She did not believe she was admitted to the hospital for anything other than high blood glucose. She recalled that her blood glucose decreased to the "200's (mg/dl)" three days later. Hospital staff put her back on her infusion device at that time and her blood glucose rose to 600 mg/dl by the evening. When she was released from the hospital three days later, she was on insulin injection therapy (lantus and novolog). She provided morning blood glucose readings for five days while on injection therapy. These ranged from 55-141 mg/dl. She did not provide her target blood glucose range. The patient was advised to contact her physician for guidance related to adjustments to her insulin therapy as she returns to the use of her infusion device. The product was replaced and requested to be returned for evaluation.